Event description:
Boston scientific received information that during a routine follow-up visit, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead revealed noise and oversensing. In addition, the rv lead revealed a rise in pacing impedances greater than 2,000 ohms and a loss of capture was observed. The noise was misinterpreted by the device which in turn provided inappropriate shock therapy to the patient. The noise was only present on the rv channel, both the atrial and shock channel were clear. A review of an electrogram (egm) revealed that the patient had an underlying intrinsic rhythm of 60 beats per minute (bpm) during the pacing inhibition with intermittent undersensing. The noise was unable to be reproduced with external pocket manipulation and isometric testing. To avoid inappropriate therapy, the during device was reprogrammed to monitor only and the patient will be monitored closely. A revision procedure will be performed in the future. No adverse patient effects were reported. The crt-d and rv lead remain in service at this time.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.